Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: a review of the black box showed no evidence of communication alarms. The returned battery cap fit to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no communication warnings or alarms occurred during the investigation. The pump cover was removed to find no moisture ingress or intermittent conditions to the printed circuit board.